Manufacturer narrative:
Additional information: device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, imdrf annex a,b,g,c and d grids.omit: a0705 - battery problem (2885), g02002 - battery, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device would not complete the battery conditioning test. They have tried both the optimal and fast battery conditioning routines and the system times out to 00:00, but would not give the battery condition at the end and also tried this unit with two different batteries and the problem appears to be in the battery charger/conditioner hardware within the pcu. There was no patient involvement.

Event description:
It was reported that the device would not complete the battery conditioning test. They have tried both the optimal and fast battery conditioning routines and the system times out to 00:00, but would not give the battery condition at the end and also tried this unit with two different batteries and the problem appears to be in the battery charger/conditioner hardware within the pcu. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.